Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that evidence of moisture ingress was observed inside of the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/12/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/28/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a power issue. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. The battery compartment was observed to be cracked in the area above the grip pad. Corrosion was found on the inside of the battery compartment. The test battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the test battery cap installed. The pump was exercised for 24 hours, during which no power related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found.